Event description:
It was reported that a surgeon performed a laparoscopic assisted vaginal hysterectomy on an otherwise healthy pt in 2002. Nine days post-op, the pt developed pain and fever of 101 degrees. Ultrasound showed a cuff hematoma. Urinalysis and white blood count were normal. In december 2002 a repeat laparoscopy was performed. Adhesions were noted involving the sigmoid colon and small bowel. Because of these adhesions intergel was instilled at the end of the procedure. A few days after the second procedure that pt started to experience severe pain and ileus. The white blood count was normal. Pt had a low-grade fever that resolved and temperature is now normal. The pain has localized to the right lower quadrant. The ileus is improving somewhat but still exists. Consultations with gastroenterology and general surgery were obtained. A sigmoidoscopy was performed and all was normal.